Event description:
It was reported that bd conventional needle has foreign matter. The following information was provided by the initial reporter, translated from french to english: circumstances description: presence of a wire in the cannula used in the preparation and administration of treatments, in this case for cell marking. Clinical consequence: detection before use.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 300800 and lot number 230508. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples of reported lot number were obtained from the manufacturing facility. The retained samples were visually evaluated; however, no issue has been found. If the affected samples become available for this incident or any potential future incidents, we would greatly appreciate the opportunity to review them. Based on the investigation results, we were unable to reproduce the reported issue and an exact cause could not be determined. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.